Event description:
Customer reportedly received result of 121 mg/dl on the aviva system and 332 mg/dl on professional device within 10 minutes. Several hours later customer received results of 40 mg/dl and 212 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received result of 121 mg/dl on the aviva system and 332 mg/dl on professional device within 10 minutes. Several hours later customer received results of 40 mg/dl and 212 mg/d within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.